Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated that nominal tilt was noted on (B)(6) 2018. No further complication and event were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient had the battery was nominally tilted, no previous overdischarge. No further complication and no symptoms were reported.